Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 3x60mm armada 18 balloon dilatation catheter (bdc), while flushing, a leak was observed in the balloon. Therefore, the bdc was not used in the procedure. Another unspecified balloon was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.